Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in lead noise that led to inappropriate mode switching. The noise was reproduced with pocket stimulation. The lead was extracted and replaced. The patient ws stable before during and after the case.